Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard cruciate retaining tibial bearing 12mm x 63/67mm catalog #: 183422 lot #: 856280, biomet cruciate tibial tray 63mm catalog #: 141231 lot #: j262057, biomet series a thin 3 peg patella 34mm catalog #: 184786 lot #: 771360, biomet tibial locking bar catalog #: 141205 lot #: 937030, cobalt bone cement 40g catalog #: 402282 lot #: 260700 h6 - component code - proposed code is mechanical (g04) - femur. The reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, femoral loosening and polyethylene wear approximately nine (9) years post-operatively. All components were revised except the patella. Initial operative notes noted no intraoperative complications. Revision operative notes noted excessive polyethylene wear with a significant portion of the implant missing. The joint also exhibited dramatic dry synovitis and the femoral component was confirmed to be loose. No intraoperative complications were noted.